Manufacturer narrative:
The operator¿s manual states: a vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating a potential thermal injury. Do not exceed maximum capacity of 500ml. Excessive pressure in drain bag can result. The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no suction and the vitrector was not cutting. There was no patient harm. Additional information has been requested.